Event description:
Coiling treatment was conducted of an aneurysm. Upon positioning the coil, it prematurely detached partially within the aneurysm and the acomm artery. The coil could not be pushed in. No intervention was taken to remove the coil. No injury was reported with the pt as a result of the procedure. The pt was reported to be fine and discharged on (B)(6) 2015.

Manufacturer narrative:
The device involved in this event was not returned as the coil remains within the pt and the delivery pusher was reported discarded. (B)(4).